Event description:
It was reported that this patient was admitted to hospital following a non-cardiac related fall. Upon device data review, a stored signal artifact monitoring (sam) episode was noted due to right atrial (ra) lead noise. Additionally, there were frequent episodes of the over-sensed ra noise resulting in inappropriate mode switches. A low, out of range pacing impedance measurement of >200 ohms was also noted from the right ventricular (rv) lead channel. Boston scientific technical services was contacted and recommended performing monitored provocative maneuvers and diagnostic imaging to rule out ra and rv lead impairment. Programming options were also discussed such programming to a fixed device sensitivity to prevent future over-sensing. Additional information has been requested regarding the event resolution and lead information, but has not yet been received. At this time, the device remains implanted and no adverse patient consequences were reported.